Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm when reservoir was empty it cannot be repaired, replaced, or refurbished. Customer stated that the insulin pump received rejected new battery alarm and they had to press ok to reboot. Customer also stated that insulin pump did not communicate with glucose meter any more no harm requiring medical intervention was reported. The device will not be returned for analysis.